Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the large intestine during a cold polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the working length was detached . The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached and the catheter was severely kinked in the middle of the device and in the distal section. The handle cannula was in good condition. There was evidence of the flaring process performed during manufacturing. The complaint was confirmed, the device flare is detached. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A device history record (DHR) review was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the large intestine during a cold polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the working length was detached . The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.